Manufacturer narrative:
(B)(4): the customer reported the symptom as "no function." The symptom was later clarified as blank display. There was no report of pt involvement. The device was evaluation by a philips field service engineer, but the system could not be duplicated. The fse performed an onsite check, all functions passed, and the screen showed normally. Based on the customer's report we were considering this a malfunction. We cannot determine the cause since the symptom was not duplicated.

Event description:
The customer reported the symptom as "no function." The symptom was later clarified as blank display. There was no report of pt involvement.